Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the ars (syringe) leaked during puncture on the patient.

Event description:
The customer reports that the doctor found the ars (syringe) leaked during puncture on the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arrow raulerson syringe (ars) and introducer needle for evaluation. The ars was visually inspected and no issues were identified. No cracks on the ars were observed. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and successfully snapped back into a position = 1cc from the starting position. Therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. The syringe was able to successfully draw and aspirate water with the returned introducer needle attached. No issues were identified. A device history record review was performed with no relevant findings. The complaint that the ars leaked could not be confirmed through visual or functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. No leaks were found during testing as the syringe was able to successfully aspirate. No cracks where observed on the ars. A device history record review was performed with no relevant findings. No problems were found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.